Manufacturer narrative:
An ortho field engineer puncthis finger when servicing an ortho vision biovue max. Field engineer received medical treatment and will be monitored by a medical doctor. Results from primary testing were ok. Ortho medical safety officer assessed this event as a serious injury with no deterioration of status of health as no results are pointing to any viral infection at this stage. The root cause of this incident is accidental, the fe having his hand slipped during replacing the probes of the analyzer. No general product failure is identified. Filed engineer is fine now.

Event description:
An ortho field engineer on customer site injured himself when servicing the ortho vision biovue max analyzer. Event date: (B)(6) 2019. Reported on 04 november 2019 by mr (B)(6) position not provided who reported it to mrs (B)(6) (ortho care brasil) who reported it to ortho care helpdesk. Injured person: mr (B)(6), ortho field engineer (fe). The reporter said that the ortho vision biovue max analyser was out of order since the 01 november 2019 and that an ortho fe, mr (B)(6) went to customer's site on (B)(6) 2019 to service the ortho vision biovue max analyzer. It was reported that on the 02 november 2019, the ortho fe was punctured on the thumb by the probe of the ortho vision max biovue when repairing the analyzer. The probe had been previously cleaned with naoh, and the puncture was small (less than 1 mm of diameter) and shallow (but deep enough to bleed). The ortho fe was wearing gloves when incident occurred. The fe sought for medical consultation immediately on the same hospital and received azt treatment on the evening of the accidence. The fe received hepatitis b vaccine and was tested for baseline viral status hepatitis and hiv. The fe is and will be monitored with routine testing and preventive azt treatment.